Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician treated in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss was experienced. All steps were followed according to the instruction for use to successfully remove the device. A second device was used with the same results. A third proglide device was used to achieve hemostasis. Though requested, no add'l info was provided.

Manufacturer narrative:
Device #1; proglide part# 12673-03 lot# 70009-6h will be filed under medwatch MFR #2953144-2008-02047. The device was received. Investigation is not complete.